Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colono videoscope exhibited the plastic distal end cover had a burn. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was use of a high-energy endo-therapy accessory, such as laser and high frequency, without sufficient distance from the distal end of the scope. The event can be detected/prevented by the following instructions for use which state: the instruction manual cf-hq190l/I, operation manual, chapter 4 operation. The instruction manual cf-hq190l/I, operation manual, chapter 4 operation, 4.3 using endotherapy accessories. Olympus will continue to monitor field performance for this device.